Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a loss of capture at maximum outputs. The lead was confirmed to have dislodged and was explanted and replaced as a result. No patient complications have been reported as a result of this event.